Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Furthermore, after device evaluation it was determined that the lens was handled in a dehydrated state. This suggests that the incorrect technique was used to load and eject the lens, indicating the manufactuer's instructions for use were not followed.

Event description:
Lenstec received an email stating " lens stuck in cartridge."